Event description:
During setup, the tube was flushed but the air inside the tube was unable to be removed. During an ablation procedure to treat supraventricular tachycardia, a metriq irrigation tubing set was used. The tube was flushed during setup; however, the air was unable to be removed inside the tube. Another of the same device was used and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter's facility name is (B)(6) center; reported here as the facility name exceeded character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.